Event description:
Per the clinic, the patient experienced pain during and after an MRI on 2024 (specific date not reported). The patient's head was not wrapped as recommended by cochlear. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.